Manufacturer narrative:
The vent monitoring board was recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit showed "invalid circuit module" error on the display and the unit was not able to ventilate. There was no reported patient involvement.